Event description:
The customer reported being hospitalized due to high blood glucose over 700 mg/dl. The customer stated that he ate dinner and took the same amount of bolus. The customer had noticed a small break in the tubing. Troubleshooting was performed. The customer was treated with an insulin drip and manual injection. The customer¿s recent glucose reading was 420 mg/dl, and he has treated prior calling. The customer changed his infusion set and reservoir, but he thinks the insulin is within expiration. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.